Manufacturer narrative:
A ge rep evaluated the sys and found the system is operating as intended. (B) (4).

Event description:
The customer reported an intermittent fluoroscopy failure. No pt injury was reported.